Manufacturer narrative:
As reported, the bard/davol sorbafix fixation device fasteners did not fixate the mesh. The subject device is returned for evaluation. Evaluation of the sample could not reproduce the reported event as the fasteners deployed into mesh/foam pad without any issues during the simulated use testing. The device functioned as intended. Based on the sample evaluation and investigation performed, the most probable root cause of the reported issue is most likely related to an event occurring during user/ device interface. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of 680 units released for distribution in february, 2021. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for successful fastener delivery. The precautions section of the IFU supplied with the device states, ¿if the fastener does not deploy properly, remove the device from the patient and test the device in air to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient.¿

Event description:
As reported, during a laparoscopic ventral hernia repair procedure on (B)(6) 2022, the bard/davol sorbafix enhanced fixation device was used to fixate a bard/davol ventralight st mesh w/echo 2 ps into soft tissue, with adequate counter-pressure. It was reported that the fasteners penetrated through the mesh but did not fully penetrate into the mesh and tissue. It is unknown how many fasteners were attempted to be used, and all were removed. As reported, another sorbafix enhanced fixation device was used to complete the procedure and there was no reported patient injury.